Manufacturer narrative:
The received sample was not returned with the original packaging. The sample device was examined showing that the tubing had signs of damage and discoloration. During cleaning and decontamination, a slight build-up/ discoloration from the outer tubing was tried to be remove by scrubbing the tubing with lint free towel using. The tube was also flushed through the y-connector (proximal end). Resistance was not felt while flushing from the proximal end of the tubing. No build-up substances were flushed out of the tube after couple attempts. However, while attempting to flush the distal portion of the tubing resistance was felt in the syringe. No build-up substances were flushed through as well. The black discoloration started approximately 10cm marking until the bolus tip (distal end) of the tube. At the same 10cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in radial direction causing a separation of the tube into two pieces. When manually pressing the tubing back together, there were thin layers of the material noticed on the ballooned portion of the tube. Both breaking points were examined. Proximal side did not notice to have any clogging or blockage. The distal side was examined and exhibited to have an unknown substance/ material residue. The root cause of the reported issue could not be conclusively determined. However; this seems to be a user related problem since as per the (instructions for use) IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 22-sep-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nasogastric (ng) tube broke and the broken part remained inside of the patient's body. The ng tube was found incidentally on chest x-ray (cxr), an 8.4cm ng tube remanent was found retained in the patient's stomach. The patient required an endoscopic procedure for removal which was successful on (B)(6) 2023. The patient was reported to be "stable." The device was in use for 8-days. The feeding tube was placed with a stylet. The clinician reported using 10ml of flushed water through the side port to activate the internal lubricant prior to stylet removal.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.